Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose levels with the ilet following meal announcements, noted after an earlier honeymoon period and changing insulin needs; the user at times used outside therapy via mdi and made extra meal announcements in an attempt to reduce glucose, and an alert 272 was referenced. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included customer support review, counseling to avoid extra meal announcements because this interferes with the algorithm, discussion of a factory reset, and training resources; the user plans to wait for a factory reset until starting fiasp pump cartridges. Investigation of this case revealed use-pattern issues inconsistent with the intended algorithm operation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user behavior and changing insulin requirements rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.